Manufacturer narrative:
The product was returned to mentor for evaluation. Mentor conducted a visual inspection of the device. During a visual evaluation, no apparent damage or visual anomalies were observed on the breast implant device. Implant displacement/migration may occur from improper implant sizing and/or placement, i.e., when the implant is too large or the pocket too small or when there has been inadequate preoperative assessment of stresses causing movement of the prosthesis. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: device migration manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 56-year-old caucasian female patient underwent a primary breast augmentation surgery with implantation of a 200cc mentor memorygel breast implant prosthesis. Post-operatively, the patient was diagnosed with baker grade IV capsular contracture of the right breast during an in-office visit with a medical professional. At a later time, it was observed that the patient had malposition of the left breast implant. As a result, the patient underwent bilateral removal and replacement with 200cc mentor memorygel breast implants on (B)(6) 2022. During the revision surgery, 10 ml of asymptomatic fluid was sent for pathology from right breast pocket. This report is for the left breast prosthesis. Refer to manufacturing report number 1645337-2022-11328 for the contralateral event.